Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on november 27, 2020.

Event description:
Per the clinic, the patient experienced an infection and was treated with topical antibiotics. The device was explanted on (B)(6) 2020. Reimplantation is planned but has not taken place at the time of this report.